Event description:
The manufacturer received information alleging an issue related to the bipap device's sound abatement foam. During device evaluation, particle was observed in the device blower resulting in blower box replacement. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
In the previous report section d9, h3 and h6 were incorrectly marked and has been correctly marked. Previously it was incorrectly stated that particle was observed in the device blower resulting in blower box replacement. Evaluation was done and life related smell was confirmed on the following parts and they were replaced: blower housing, blower cap, sound abatement foam and air inlet seal. Breakage to the ui knob was confirmed, so it was replaced. Confirmed scratch, so the outside panel was replaced and no abnormality was confirmed on the following parts and they were replaced as regulated by maintenance procedure to prevent failure. The device was scrapped.